Manufacturer narrative:
The devices were not returned to edwards lifesciences for evaluation. Therefore, no visual, functional, or dimensional analysis could be performed. DHR (device history record) review did not reveal any manufacturing nonconformance that would have contributed to this complaint event. Review of lot history revealed no other similar complaints. The IFU, device preparation training manual, and procedural training manual were reviewed for instructions/guidance for preparation and use of the devices. Per the procedural training manual, crossing native valve: ensure the flex catheter tip is flush with the thv for support during crossing. Do not force the thv. Use wire tension and distal flex proactivity to help cross the first time. Use short movements to prevent jumping of the thv into the ventricle. Use rao or ap projection to ensure wire position is maintained in the ventricle. Potential challenges: unable to track arch, unable to cross valve. Initial technique: proactive wire tension and distal flex. Stiffer wires may bias to outer curvature but provide more pushability. Note: pushability is improved with less flexing. Reducing flex and managing wire may also help with crossing. The wire must extend beyond the distal end of the delivery system and the stiff portion of the guidewire should be incorporated in the curved section of the wire at all times. Factors that can make it difficult to cross: heavy calcification. Wire bias into commissure. Horizontal aorta. Tortuous thoracic aorta. Flex catheter kinked. Inadequate bav. Techniques to help with crossing. Make sure the wire is correctly. Extended at the apex. Pull tension on the wire or reposition. Add or remove some flex. Pull the system back and readvance. Exchange for stiffer wire. Buddy balloon. Note: adding some distal flex may help in crossing the native valve. Note: when thv is crimped for retrograde approach, adding small amount of fluid to the delivery system inflates the distal balloon and may help facilitate crossing. Be careful at this step to not inflate too much that it inflates the valve. Ventricular perforation: care should be taken during wire exchange, crossing and thv positioning to prevent ventricular perforation. The stiff portion of the guidewire should be incorporated into the curved section of the wire. Ensure guidewire is properly looped in ventricular apex prior to native valve crossing. Stiff portion of guidewire should extend beyond distal end of delivery system at all times. No IFU/training deficiencies were identified. During manufacturing of the delivery system, the delivery system and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing nonconformances contributed to the reported events. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Per the instructions for use (IFU), cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, the cause for the ventricular perforation could not be confirmed. However, patient factors and/or procedural factors (device manipulation) are likely contributing factors for the event. The complaint for difficulty or inability to cross native annulus and/or bioprosthesis was unable to be confirmed. Due to unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, a manufacturing nonconformance was unable to be determined. A review of DHR and lot history did not provide any indication that a manufacturing nonconformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. Per the report, the patient anatomy had calcification. The presence of calcification can make the pathway more challenging as the delivery system tracks through the anatomy and crossing the valve. Subsequently this can lead and contribute to the reported difficulty felt when attempting to position the delivery system around the native annulus. Available information suggests patient factors (calcification) contributed to the reported event. However, a definitive root cause is unable to be determined at this time. The complaint for difficulty or inability to cross native annulus and/or bioprosthesis was unable to be confirmed. However, no manufacturing nonconformances were identified during evaluation. Available information suggests patient factors (calcification) contributed to the reported difficulty or inability to cross native annulus and/or bioprosthesis event. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The investigation is ongoing.

Event description:
During implant of a 26 mm sapien 3 ultra valve in the aortic position, there was difficulty crossing the native annulus. There was increased push force required to cross the annulus due to calcium. After the valve was implanted, after root injection approximately 3 minutes post deployment, the patients blood pressure dropped. Echo showed effusion; however, no blood was removed during a pericardial tap. Open surgery was initiated to find the source of the injury. The surgeon suspected the wire perforated the ventricle. Another cardiologist suspected an annular rupture. During surgery, the annulus did not appear ruptured, but there was an injury to the left ventricle. The patient expired post procedure. No autopsy will be performed.